Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the non-return valve was not attached in the suction evacuator.

Manufacturer narrative:
The reported event was unconfirmed. Received (5) photo samples. First photo sample shows top view of the suction evacuator. Second and third photo sample zooms in on top view of the suction evacuator inlet/outlet valve cap. Fourth photo sample shows outer packaging. Fifth photo sample shows paper with foreign language. Visual evaluation of the returned sample noted one opened (with original packaging), suction evacuator. Visual inspection of the sample noted that no missing components observed on the return sample. This met specification which states " the product must conform to the packaging drawing, per drawing "l50074, 11. No root cause could be found because the reported event was unconfirmed. A risk review, a labelling review and a device history review was not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, the non-return valve was not attached in the suction evacuator.